Manufacturer narrative:
(B)(4). Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch #: u5dz5f. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The manual override was totally functional and worked without any issue noted during the functional test. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
It was reported that during an unknown procedure they spoke to the rn and tech and the surgeon after firing a blue load could not open the jaws of the stapler. Gave it to the tech who could not open. Nurse took and opened the manual release lever and could not open the jaws. The stapler did fire a staple line and no adverse events happened.